Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir has air bubbles. Customer's blood glucose was 20 mmol/l at the time of the incident. The high blood glucose was treated by giving correction through the insulin pump. The customer was advised about proper filling procedure. The customer did not return the product for analysis.